Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the reported issue. Visual inspection revealed a damaged power flex including multiple burned pins. The service technician replaced power flex and ac adapter. Unit passed all testing.

Event description:
The customer reported model palmtop ventilator revel has a charred pin at power supply connection. No further information was provided regarding patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.